Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the patient's indication was bone hyperplasia of right ankle joint, during the surgery of arthroscopic synovial debridement of the right ankle, the metal pieces fell of the complaint device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade. The friction marks indicate excessive friction between the sleeve and the inner blade, which could lead to metal shavings as reported. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the excessive friction between the inner blade and outer sleeve may have been caused by excessive lateral force being placed on the inner blade during use. However; this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [m1812049] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [m1812049] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that during an arthroscopic synovial debridement of right ankle, metal pieces from a 4 mm ultra aggressive plus, fell of. All pieces were removed by aspiration. The procedure was completed by using another device. No surgical delay or patient consequence reported. No additional information could be provided.